Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer had loaded cold insulin into the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.